Event description:
During an upper endoscopic ultrasound procedure, a boston scientific 22 gauge fna device became "locked" on the biopsy port of the endoscope. During attempts to remove the accessory, the metal biopsy port became loose and unseated from the endoscope. A kelly clamp was used to apply counter-traction to unseat the accessory from the endoscope. The procedure was completed without further incident.

Manufacturer narrative:
The subject endoscope was inspected on (B)(4) 2013 and found to have missing set screws to more securely attach the forceps inlet (biopsy inlet port) to the endoscope. Further investigation revealed a manufacturing defect from the manufacturer. The endoscope was assembled without the set screws. Fujifilm corporation in (B)(4) concluded that a total of twelve (12) eg-530ut2 scopes shipped to fmsu-esd were affected including the unit cited in this report. Fmsu-esd has retrieved all of the affected devices. Once repaired, each unit will be qc inspected prior to return. There have been no patient infections or injuries associated with this manufacturing defect.